Event description:
Based on complaint report and investigated failure mode, there was a staining alteration. Customer complaint record reported the event as follows: inconsistent staining with multiple antibodies at random slide locations. No direct or indirect patient harm or user harm has been reported.